Manufacturer narrative:
The customer's report was duplicated and attributed to foreign material on the flow screens. The flow screens were replaced to resolve the report. No trend is associated with events of this nature.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.